Manufacturer narrative:
After further review of article "staged angioplasty for carotid artery stenosis to prevent postoperative hyperperfusion" it was identified the reported product was a savvy product, manufactured by cordis, and not a savvy long product, manufactured by clearstream. Therefore, this event no longer meets the definition of a complaint per our internal processes and procedures since the device in question is not a bdpi product. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported in an article vascular technique assessment titled, "staged angioplasty for carotid artery stenosis to prevent postoperative hyperperfusion" that during an attempt to treat the stenosis to prevent postoperative hyperperfusion requiring an unknown stent placement, during a second attempt to dilate the lesion as the first dilation angioplasty was insufficient, an alleged artery dissection occurred.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article vascular technique assessment titled, "staged angioplasty for carotid artery stenosis to prevent postoperative hyperperfusion" that during an attempt to treat the stenosis to prevent postoperative hyperperfusion requiring an unknown stent placement, during a second attempt to dilate the lesion as the first dilation angioplasty was insufficient, an alleged artery dissection occurred.